Event description:
Pump was reported to overinfuse. An antibiotic bag was set to infuse at a rate of 70ml/hr. When the alarm sounded on the pump it stated 43ml's still needed to be infused when the 100ml bag empty. The patient did not suffer any adverse health as a result of this incident. Attempts were made to obtain additional informaion about the medication that was involved and patient information as well as the status of the pump for evaluation.